Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a proglide device after a diagnostic procedure. Reportedly, the proglide was deployed successfully and hemostasis was achieved. Approximately two weeks after the diagnostic procedure the patient returned for an interventional procedure which was completed successfully using a non-abbott device. The patient experienced low pulse within 24 hours of the interventional procedure a cut down procedure was performed. During the cut down it was found that a dissection had occurred approximately 2cm from the first puncture side. The artery was repaired during the cut down procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Local pulse deficits are known potential adverse events associated with the use of the proglide device. Although a definitive cause for the reported patient effects and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.